Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 330 mg/dl. The customer was treated with a manual insulin injection. The customer indicated having symptoms consistent with high blood glucose levels including high ketones. The father of the customer reported that the customer has been having high blood glucose levels for the past couple of months. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.